Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in aortic position. During the procedure, the commander delivery system balloon ruptured during valve implant. Although there was no significant calcification, a small piece of calcium in the stj appeared to be the cause. At the time of the rupture, the valve was approximately 80-90% deployed and remained stable despite the incident. A new 23mm commander delivery system was prepared, and the valve was subsequently post-dilated at nominal volume, yielding excellent results. As per follow-up with the fcs, the balloon burst appeared to be a longitudinal tear, however, was not thoroughly investigated before disposed of by the staff. There was a 20 bav rupture (non-edwards), then valve went in and the surgeon overdrove the valve on the balloon. Valve alignment was performed easily and in a straight portion of the aorta; however, the surgeon twisted the fine adjustment wheel too far (about 5mm). The physician started inflation, got most of the volume in, deflated with pacer still on then pushed balloon deeper. The physician inflated again (about 12 ccs) and then the balloon ruptured. The physician pulled back through the sheath with some difficulty. However, with some pulling, the physician could remove it through the sheath without a snare needed. The team then prepped a new commander and expanded the valve nominally. No other damage to edwards devices was noted. However, there were some closure issues in the patient's common femoral resulting in the need for a cutdown. The patient was okay and was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed and identified calcification present in the patient landing zone. The complaints for balloon burst and difficulty or inability to withdraw system through sheath were unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. However, manufacturing was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. As reported, "the commander delivery system balloon ruptured during valve implant", and "the physician pulled back through the sheath with some difficulty." Available information suggests patient factors (calcification) likely contributed to the event as calcification of the landing zone was observed in provided 3mensio imagery. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. As such, available information suggests that patient factors (calcification) contributed to the balloon burst, while procedural factors (altered balloon profile) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.